Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system has no x-ray intermittently. No further information regarding the issue has been provided. No onsite service has been performed by philips as there was no approval from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would intermittently not emit x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.